Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor experienced a temporary loss of signal to the ilet bionic pancreas during a walk, after which glucose readings resumed without alerts or alarms, consistent with an intermittent communication failure potentially involving the antenna and electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with the device components implicated in the electrical and magnetic domain and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.